Event description:
It was reported that the customer had normal blood glucose levels of 113 mg/dl. The customer reported that the insulin pump had a huge crack on the middle of the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit received with cracked lcd display window, cracked display window corners, scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.